Event description:
It was reported that a physician trained in the use of the perclose proglide device, attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, before deploying the foot, difficulty was encountered achieving vessel luminal marking. When the device was removed, the posterior needle tip had prematurely detached from the needle shank, but remained attached to the rail suture, as designed. The device was removed over a guide wire and a second proglide device was used to achieve hemostasis. There were no reported patient adverse effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device has been received; however, the investigation is not yet complete.